Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.

Event description:
It was reported that the spinal drain catheter sheared (exact product name and product ID unk). During a thoracic aortic aneurysm surgery, the catheter sheared inside the pt during insertion. The touhy needle was being removed and it sheared the catheter. A piece of the catheter is still in the pt. The piece of catheter was decided to be left in the pt until any complications arise or symptoms occur. The other part of the catheter that was removed has been discarded and was not available to be returned for eval. There is no adverse event or injury reported at this time. Add'l clinical info has been requested; however, no info has been provided.